Manufacturer narrative:
H11: manufacturing review: the device history records have been reviewed, and this lot met all release criteria. Investigation summary: although the physical device was not returned for evaluation, one photo was provided for review. The photo shows a partial view of a syringe held by a clinician. A needle connected to the syringe is placed in a container containing some liquid. There are two more syringes placed on the table along with the container. A surgical blade can be seen placed next to the container. Therefore, the investigation is inconclusive for the reported fluid leak issues as exact circumstances of the reported event cannot be verified from photo. A definitive root cause could not be determined based upon the provided information. Labelling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. G3, h6 (component, method, result, conclusion) section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2025, a patient underwent a catheter placement procedure using the hemostar. During a dialysis catheter placement procedure, the syringe was allegedly leaked. There was no reported patient injury.

Event description:
On (B)(6) 2025, a patient underwent a catheter placement procedure using the hemostar. During a dialysis catheter placement procedure, the syringe was allegedly leaked. There was no reported patient injury.

Manufacturer narrative:
H11: as the lot number for the device was provided, a review of the device history records is currently being performed. The device has not been returned to the manufacturer for evaluation. However, photos were provided for review. The investigation of the reported event is currently underway. Section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.